Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned ram dump data from (B)(6) 2017 at 10:26 was obtained after the reported reset of the ICD. Therefore, a root cause investigation regarding the activation of the safety backup mode was not feasible. The available data showed no anomalies. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Manufacturer narrative:
(B)(4)

Event description:
Device was found to be in backup on home monitoring. Patient had recently traveled internationally. The device was reset, reprogrammed, and follow-up conducted. The device remains implanted.